Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiac event and expired on that same date. These claims were allegedly caused by the patient's exposure to the product which was administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports associates with this event. This event is one of three events for the same patient.